Event description:
The customer reported that the left monitor was black, thus no live image could be displayed. No report of pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The monitor needs to be replaced. No conclusion can be drawn as repair information is unavailable and no additional service information was provided.